Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented to the hospital emergency department with shortness of breath. Upon interrogation of the pulse generator, several atrial lead issues were noted. The atrial lead exhibited high pacing impedance, failure to capture, lead noise oversensing, far r wave oversensing, and poor sensing of p waves. The atrial lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.